Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Some physical damaged on lower left front corner of top case and cracked on right plunger case. A motor rate error was found during occlusion test. Error history log review found a motor rate error. The root cause of the reported issue was found to be a combination of worn coupling, leadscrew and clutch halves were found worn out. The pump was over 9 years old. Actions were taken to mitigate the reported issue: replaced worn coupling, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.